Manufacturer narrative:
(B)(4). A valid lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the knife blade return to the home position after firing the device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that could not return blade. During laparoscopic anterior resection of rectum operation, the surgeon could not return the blade after the first firing, the reverse button became loose and can¿t work, and then use the manual reverse lever to return.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57c48. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck, disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Did the knife blade return to the home position after firing the device? Used manual override lever to return the blade to home position. Is the current patient status known? Stable and left from hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No please explain.